Event description:
It was reported that the autoclavable camera head displayed purple lines on the screen. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor watertightness of head unit, and error code e228 was displayed, a scope communication error. A root cause could not be identified. Based on the results of the investigation, scope communication error ID error e228 occurred due to damaged cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.